Event description:
Caller reported a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had previously experienced similar issues with the same pump, and a replacement pump had already been ordered and confirmed by cts, with an expected delivery date of (B)(6) 2025. Caller acknowledged this resolution.